Event description:
Pt with left superficial femoral artery (sfa) occlusion with severe infrapopliteal disease in the tibial vessels with a single-vessel run-off with the anterior tibial artery only going to the foot underwent angiogram and angioplasty. An atherectomy of the sfa was done for debulking. A 6 mm x 15 cm stent was passed. There was difficulty deploying the stent with an extreme amount of resistance at the midportion where the stent was being deployed and it appeared that the stent actually fractured. The fractured part of the stent was completely removed following it under fluoroscopy. At this point, a 0.014 wire and the stent were in place. Attempted to pass this area with laser in hopes of putting a stiffer wire but was unsuccessful. There was some damage to the stent more proximally. Passed a 4 mm balloon. It was unsuccessful, then passed a 2 mm balloon and was successful going through the area of the fracture. The balloon dilated this with 2 mm and then passed a 4 mm balloon in the ballooned area. Did a pre-dilation of the entire sfa using this 4 mm balloon. Then passed a new 6 mm x 15 cm self-expanding stent. Passed it over the area of the previous stent fracture, deployed without difficulty. Result was that the old fractured stent was covered completely. Passed the 5 mm balloon and post dilated.